Event description:
A surgeon reported a pt that had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the reporter to properly complete an investigation. Additional inf has been requested by phone, fax and email. A completed questionnaire has not been received. (B)(4).